Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring of the insulin pump had physical damaged. Customer reported that there was damaged to the belt clip. The belt clip kept popping off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Both belt clip rails have really small pieces that have chipped off from the edges, but for the most part both belt clip rails are still intact, not broken. Inserted a test belt clip into the belt clip rails, and both belt clip rails held the belt clip firmly in place without any movement whatsoever. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).